Manufacturer narrative:
Broken timing link inside the siderail.

Event description:
It was reported by service report that the head right rail would not lock. It is unk if there was pt involvement, however, no adverse consequences are reported.